Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, the customer experienced symptoms described as weakness and "generally uncomfortable" but was able to self-treat with by consuming coca-cola, a sachet of sugar and some crackers. No third-party treatment/medication was provided. There was no report of death or permanent impairment associated with this event.